Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that the pyxis medstation es system displayed an "unable to authenticate" message for users and this happening randomly in different stations. The customer stated that there was a delay to retrieve pain medication while the patient was in labor, which caused discomfort to patient. The customer confirmed that there was no patient harm, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, e3, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-sep-2022 to 03-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue could not be reproduced, a technical support specialist checked the station connection and application log, but no issue was found. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system displayed an "unable to authenticate" message for users and this happening randomly in different stations. The customer stated that there was a delay to retrieve pain medication while the patient was in labor, which caused discomfort to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update: upon investigation of the actual device used in this incident it was determined that the issue could not be reproduced, a technical support specialist checked the station connection and application log but no issue was found. The system functioned as intended.